Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Additional information has been requested and will be submitted within 30 days upon receipt.

Event description:
Two days following a carotid stenting procedure, the patient suffered a non-q wave myocardial infarction. There was no recurrent ischemic pain. ECG's were associated. There was no new st elevation documented. The coronary event was evaluated and determined to be unrelated to the cordis product, but related to the index procedure. The patient was discharged two days later with aspirin and clopidogrel prescribed. Pre-procedure medications were clopidogrel and aspirin. Heparin was administered during the procedure. The target lesion location was in the mid right and the ostium of the right internal carotid artery (r4-r6). There was no occlusion in the contralateral carotid. Reference vessel diameter was 3.0. Target lesion diameter stenosis was 80.0 with lesion length 20.0. Total length of stented segment was 40.0. Geometry of the lesion was not documented. Qualitative lesion calcification was moderate and circumferential and vessel tortuosity by visual inspection was mild. Pre-dilatation of the lesion was performed. An angioguard distal protection device was used, deployed and retrieved successfully with no technical problems. There was no debris found in the basket upon retrieval of the angioguard device. A precise stent was implanted for treatment of target lesion. There was no malfunction with the stent. The procedure was completed. Final target lesion percent diameter stenosis was 10%. Post procedure medications were aspirin and clopidogrel.